Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: no unusually events could be observed on the event history of the pump. Consumables: the adapter passed the optical inspection. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Transfer set: a visual inspection and tests for flow and leak were performed on the returned used transfer set. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Patient's mother reported patient has been experiencing elevated blood glucose levels since (B)(6) 2013 with the highest level of 495 mg/dl. Mother stated correction was taken via infusion device; no success. On (B)(6) 2013 mother reported she noticed dampness/insulin in the cartridge compartment of the infusion device. Mother stated she dried the cartridge compartment and changed the insulin cartridge but after a short time, the same issue occurred. Mother reported they switched to the backup infusion device and at this time the patient's blood glucose level is okay. Patient's normal blood glucose level was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.